Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully placed. After the clip was successfully placed and passed the established final arm angle (efaa) the lock was engaged and the lock line was beginning to be removed when it was identified that the clip opened to approximately 45 degrees. The clip was deployed. An additional triclip was successfully implanted to stabilize the first clip and the procedure was discontinued. The final tr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.